Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. Follow-up with the pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic with drain complications on (B)(6) 2024. The pdrn was unable to instill fluid into the pd catheter (not a fresenius product), and the patient was sent to the hospital for evaluation. Radiological studies determined the patient¿s pd catheter was mal-positioned and required surgical intervention. The patient was taken immediately to interventional radiology, and the pd catheter was successfully repositioned. The patient was formally admitted and was going to remain hospitalized for approximately 48 hours to monitor the pd catheter¿s function. On 6(B)(6) 2024, the patient awoke complaining of severe abdominal pain cramping. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was prescribed intravenous (IV) antibiotics (drugs, dosages, frequencies, durations not provided). On (B)(6) 2024 the patient again awoke with severe abdominal pain and the patient was taken to surgery for the removal of her pd catheter, and placement of a hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd therapy and is recovering from the events. The peritoneal effluent culture/cell count results are unknown as the patient remains hospitalized and no information has been provided to the home clinic. The pdrn attributed causality to the patients¿ hospitalization, contracted either during surgery or while undergoing ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. Follow-up with the pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic with drain complications on 5/jul/2024. The pdrn was unable to instill fluid into the pd catheter (not a fresenius product), and the patient was sent to the hospital for evaluation. Radiological studies determined the patient¿s pd catheter was mal-positioned and required surgical intervention. The patient was taken immediately to interventional radiology, and the pd catheter was successfully repositioned. The patient was formally admitted and was going to remain hospitalized for approximately 48 hours to monitor the pd catheter¿s function. On 6/jul/2024, the patient awoke complaining of severe abdominal pain cramping. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was prescribed intravenous (IV) antibiotics (drugs, dosages, frequencies, durations not provided). On (B)(6) 2024 the patient again awoke with severe abdominal pain and the patient was taken to surgery for the removal of her pd catheter, and placement of a hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd therapy and is recovering from the events. The peritoneal effluent culture/cell count results are unknown as the patient remains hospitalized and no information has been provided to the home clinic. The pdrn attributed causality to the patients¿ hospitalization, contracted either during surgery or while undergoing ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of pd catheter (not a fresenius product) mal-positioning and peritonitis (characterized by abdominal pain), which required hospitalization, antibiotic therapy, removal of the pd catheter and transition to hd for rrt. The definitive etiology of the serious adverse events is unclear, however the pdrn attributed causality to the patients¿ hospitalization (contracted either during surgery or during ccpd therapy). Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.